Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the device was being programmed, the programmer froze, stating that programming was in process, although it was completed. The system was rebooted, and the programming was completed. After retrieving the morphology, an error message appeared that no morphology was taken. The morphology discriminator was programmed off. There were no adverse consequences and the patient was fine after the event.